Event description:
Dealer alleges that foot section was in up position it made a noise and then crashed down on a 5310ivc bed. Broken at pivot point.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.